Event description:
It was reported that the customer was hospitalized due to hyperglycemia. It was stated that the customer received multiple alarms during the prime process. Troubleshooting was performed, and the time was programmed correctly. The customer could not check the alarm history as the insulin pump was stuck in the rewind screen. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.